Manufacturer narrative:
Product analysis the stent was positioned on the balloon between the marker bands as per specifications. The 7th distal segment had raised and deformed struts. There was no other damage evident on the returned device. (B)(4).

Event description:
The device was removed from the packaging per the instructions for use and inspected prior to use with no issues noted. The lesion was pre-dilated. Physician was attempting to use one resolute onyx drug-eluting stent in a severely calcified lesion in the lad with 80-85% stenosis and moderately tortuosity but the stent could not cross the lesion and the stent was noted to be damaged when pulling back the system. There was no resistance encountered when advancing the device and no excessive force was used. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There was no injury to the patient. Please note that this device (resolute onyx) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions